Event description:
A pt capillary sample measured 187 mg/dl, while using the suspect device. Reporter indicated that, within 30 minutes, a lab value measured the pt's venous blood glucose at 115 mg/dl. Reporter did not indicate whether pt was fasting at the time of the comparison. Pt did not receive any treatment based on values obtained on the suspect device. Pt's current condition: ok. According to reporter, quality controls had been run on the system, and had tested within the acceptable range. Tech support requested the return of the suspect product; however, reporter declined.